Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was removed from the patient's eye and a trabeculectomy was performed due to continued high intraocular pressure (iop). Prior to the removal of the device, the patient experienced decreased visual acuity. Deposits were noticed at the back side of the cornea, but no inflammation was confirmed in anterior chamber and viral test was negative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon reporting the virus test (anterior chamber water) was negative. Cytomegalovirus corneal endotheliitis was suspected. The surgeon reported there was a causal relationship between the event and the device.